Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light source was too bright due to faulty main board and for the liquid inside the socket air tubing the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited light source was too bright, liquid inside the socket air tubing. There was no patient involvement.